Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer performed two infusion set changes and the occlusion alarms continued. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wore the pump inside their pocket. Tandem technical support advised the customer to avoid abrupt temperature changes to the pump. The customer stated an infusion set and cartridge change would be performed. A follow-up call to ensure the occlusion alarm was resolved was declined.